Event description:
New information received indicates that the recommended programming changes at previous follow-up were made. The patient will continue to be followed-up.

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Programming changes were made, and the oversensing was resolved.

Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed when a patient presented in-clinic for a follow-up. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.